Event description:
It was reported that the clamp had malfunctioned. One side had clamped, one side open to transfuse to patient. Blood back flowed into the bag with the clamp enabled rather than through to the patient. Clamp was double checked to ensure it was fully engaged, but blood continued to back flow. There was patient involvement and unknown adverse/harm reported.

Manufacturer narrative:
Device evaluation: the device history record of reported lot number: 6061799 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0103 - clamp issue" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.